Event description:
The device was explanted over three and a half years later for an upgrade procedure and returned for analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room in a ventricular tachycardia rhythm below the rate cut off zone. Anti-tachycardia pacing accelerated the rhythm into ventricular fibrillation and a shock was administered but did not convert the patient's rhythm. After further testing, the patient was admitted to the hospital where a sub-q array was implanted due to high defibrillation threshold measurements. No adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.